Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: b3: date of event is unknown; literature article was published on march 01, 2011. B5: a copy of the article can be accessed by pasting doi: 10.1227/neu.0b013e3182077a9f. Pmid: 21311306 in an internet browser window. D1, d2, d3, d4, g4-510k: this report is for an unknown peek cage/spacer/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: heary rf, kheterpal a, mammis a, kumar s. Stackable carbon fiber cages for thoracolumbar interbody fusion after corpectomy: long-term outcome analysis. Neurosurgery. 2011 mar;68(3):810-8; discussion 818-9. Doi: 10.1227/neu.0b013e3182077a9f. Pmid: 21311306. Objective/methods/study data: the study was conducted to analyze fusion rates, clinical outcomes, and the percent of vertebral body coverage achieved by using stackable carbon fiber¿reinforced polyetheretherketone cages in thoracolumbar corpectomies, and to measure the actual size of the cages and compare this measurement with the size of the vertebra(e) replaced by the cage. Between march 2000 and june 2006, a total of 40 patients (26 male and 14 female) with a mean age of 41 years were included in the study. All patients underwent instrumented thoracolumbar fusions after corpectomy with stackable carbon fiber-reinforced peek cages (depuy spine) with anterior instrumentation using kaneda instrumentation system (depuy spine) in 37 patients, c-tec system (biomet) in 1 patient, and profile system (depuy, spine) in 2 patients. In addition, posterior stabilization was also perfomed in 13 of the 40 patients using the isola system in 10 patients, the moss si system in 1 patient, the expedium system in 1 patient, and combined mountaineer and expedium systems in 1 patient. The mean follow up period for all patients was 43 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown synthes, cage/spacer: peek, and unknown synthes mono/polyaxial screws other devices that were used on the patient at the time of the event: c-tec system (biomet) adverse event(s) and provide interventions possibly associated with unk - cage/spacer: peek (qty. (B)(4)) - 1 patient had vertebral osteomyelitis and experienced cage subsidence with kyphosis intervention: required posterior revision surgery with instrumentation. This report is for an unknown peek cage/spacer. This is report 1 of 2 for (B)(4).